Event description:
We have 2 syringes that had drug flow back past the stopper when drawing up medications. Both syringe sizes have leaked chemotherapy through the rubber stopper. On top of this the vial adapter continue to leak periodically. Texium 60ml syringe lot #d602101 texium 30ml syringe lot #d507008.